Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # t5et0z. The following information was requested, and the following was received: can you please clarify if the device becomes/breaks apart? If yes, please specify the part. Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Please provide a photo (if available). Device analysis: the analysis results found that the ntlc75 device was received with the channel shroud partially detached from knob area and no reload was received. Further analysis shows that the lockout spring was detached and loose. No functional test could be performed due to the condition of the device. Due to the condition of the channel shroud, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, spring came out of stapler on 3rd firing. There were no patient consequences.